Manufacturer narrative:
Concomitant medical product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 2,000 mcg/ml unknown baclofen at a dose of 1,700 mcg/day via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that the patient experienced withdrawal symptoms of increased spasticity and itching for 3-4 days and was taken to the hospital on (B)(6) 2018. Sideport aspiration showed no flow, the patient was taken to the or. No flow was seen at the pump connector, and no flow at the spine when the catheter was cut. When removing catheter from the spine, csf (cerebrospinal fluid) glow began. A new catheter was implanted and good csf flow was noted. The issue was resolved at the time of this report. The patient's dose was reduced to 1,400 mcg/day post op and the boluses were eliminated. The catheter was explanted and replaced on (B)(6) 2018. The explanted catheter would not be returned to the manufacturer for analysis as it was discarded, there was no visible defect. The patient's status was "alive - no injury" and no further complications were expected or anticipated. The patient's medical history included severe spastic cerebral palsy.